Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2024, it was reported that the infusion set fell off during use for 1 day. Patient replaced infusion set and resumed insulin successfully. No further information available.